Manufacturer narrative:
(B)(4).. Device evaluated by manufacturer: the device was returned for analysis. A visual examination shows a sticky substance at two areas, 37cm and 55cm from the proximal handle. The tip was curving out of plane when the push/pull knob was actuated. Functional inspection shows that the push/pull knob functioned properly. The curve was not placed in the template area; the device failed the dimensional test. X-ray inspection shows twisted wires in the distal section. This is normally seen in devices from being over torqued. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on sept 06, 2017. It was reported that catheter curve was deformed. A dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. It was noted that the distal curvature was altered which made the device unusable. No patient complications reported. However, device analysis revealed that a sticky substance was noted at the proximal handle.